Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between (B)(6) 2011 to (B)(6) 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: turelli, l., mondaini, a., and nistri, l. (2013), lcp distal lateral plate in the treatment of fibular fractures: our experience, journal of orthopaedics and traumatology, vol. 14(1), pages s9-s10 (italy). The aim of this study is to present our experience of the locking compression plate (lcp) distal lateral plate in the treatment of fibular fractures. From january 1, 2011 to december 31, 2012, a total of 67 distal fibular fractures were treated using an unknown synthes lcp distal lateral plate. The following complications were reported: 1 patient had the plate removed because of an infection after 2 months. This report is for an unknown synthes lcp distal lateral plate. This is report 1 of 2 for (B)(4).